Event description:
Rn noted patient became very agitated. Multiple boluses of sedation and paralytics were given, but patient continued to be agitated and assisting ventilator with respiratory effort. The right femoral PICC line was found to be leaking. Piv started and patient stabilized.

Event description:
Rn noted patient became very agitated. Multiple boluses of sedation and paralytics were given, but patient continued to be agitated and assisting ventilator with respiratory effort. The right femoral PICC line was found to be leaking. Piv started and patient stabilized. Staff followed the manufacturer's instructions for use with this device.